Event description:
Customer reports that video cable is slippery. The facility reported that an or nurse caught her foot under the video cable and tripped. This resulted in a fracture to the nurse's ankle. Event occurred during set up for surgery. The cable was located on the or floor at the time of event.